Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to stress urinary incontinence. It was also reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems and dyspareunia. It was further reported that patient underwent removal of vaginal mesh on (B)(6) 2009 due to erosion. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted. Following insertion the patient experienced bleeding and vaginal scarring. It was reported that the patient underwent mesh removal on (B)(6) 2009 for erosion, extrusion vaginal pain, periurethral pain, dyspareunia, loss of consortium, bleeding, vaginal scarring and other physical and emotional injuries.